Event description:
From the distributor's report: product was used to treat a forehead laceration on pt of unk gender and age. Some of the product ran onto the pt's eyelashes. Vaseline was applied to the eye(s), but the eye(s) were bonded shut for five days until the product wore off and then they opened on their own. No indication of other medical intervention or evaluation during the event. Pt is fine now with no permanent damage. Product was not returned. No indication of preventive measures being taken prior to use.